Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured. The lesion being treated was located in the proximal left anterior descending (lad) artery. The balloon failed to maintain pressure following the first inflation to 10atms. Following removal, the physician noted that the balloon had ruptured. No patient injuries or complications were reported. The patient's status is reported as "good".

Manufacturer narrative:
Maverick2 15 / 3.25. The complaintant indicated that the device was disposed; therefore, no direct product analysis will be available. The root cause of the reported incident could not be determined.